Event description:
Patient was discovered not breathing and the telemetry transmitter was indicating an asystolic waveform. A critical response team was called and they found that the patient had expired. The nurse did not admit the patient to the central monitoring system (cns) via the telemetry transmitter, and therefore, the patient data indicating an asystolic waveform was not viewable on the cns. Reference MFR # 8030229-2014-00022.